Event description:
It was reported that a clearlink paclitaxel set had leaked. After the user initiated the chemotherapy infusion, the set was observed to be leaking at the bonded junction (just below the filter). The facility appropriately followed their cleaning protocol and niether the patient nor the staff were exposed to the solution. This didd occur during patient use, however, no adverse event was associated with this condition. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device is not available, therefore an evaluation could not be performed. A follow-up report will be filed if any additional relevant details become available.